Event description:
During a in clinic follow-up, noise resulting in oversensing was noted on the right ventricle (rv) lead. Technical support was contacted and the rv lead was capped and relaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.